Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019 a patient (pt) called to report ¿a lens dried out the cornea and the pt couldn¿t see¿ while wearing an acuvue oasys for astigmatism brand contact lens (cls). The pt stated vision was blurry and the eyes burned when the suspect lenses were removed. The pt was prescribed lotemax gel bid for a week, then lotemax dosage was decreased to bedtime. The pt was also prescribed artificial tears during the day. The eye care provider (ecp) advised the pt wasn¿t producing enough tears and recommended the pt stop wearing lenses for about 6 months and had to wait for the cells to regenerate. The pt can¿t recall the diagnosis provided by the ecp. The pt reported a replacement schedule every 2 to 3 weeks, with daily wear. On (B)(6) 2019 additional medical information was received from a representative at the pts treating ecps office. In (B)(6) 2019 the pt presented to the ecp¿s office and was diagnosed with punctate keratitis od. The pt was prescribed lotemax tid and pf tears every 1-2 hours, then the lotemax was tapered to tid every other day. The pt was switched to a daily cls and recommended to only wear daily lenses socially, limit use and wear glasses the majority of the time. The pt was again seen for fu in the office on (B)(6) 2019 and had an od scar 1+ pee linear horizontal stable. The representative reported the od was healed and the pt was advised to follow-up with the ecp in 1 year or as needed. No additional medical information was provided. The suspect od lens was discarded. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00r7vj was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.